Manufacturer narrative:
Visual inspection identified no damage to the device. Complaint of overheating was confirmed via a functional evaluation which presented a blade stall error message and heating of the housing. The cause of the error message and overheating condition were identified to be associated with short between the tacs of the motor unit. The gearbox had some rotational resistance as well. A review of the device history record found that this unit passed all acceptance criteria and was compliant upon release for distribution on or about (B)(6) 2014. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a procedure was completed, the hand control overheated and melted the drapes. No patient injury or complications were reported.